Event description:
It was reported that the patient had a red spot over the implantable neurostimulator (ins) site. The reporter noted that the red area over it developed a month after implant. The reporter stated that the healthcare provider (hcp) thought it was an infection and the patient was in the hospital. The patient went to a dermatologist and topical treatments eliminated the red area. The patient had two more small episodes since then in (B)(6) and a couple of week prior to this report the area was treated and cleared up. The reporter was afraid that the hcp would remove the ins completely and the patient would lose all benefit from the therapy. Three days later it was reported that it was unknown if there was a 50% or greater symptom reduction. The patient had redness at the skin above the ins and this occurred three times. The patient saw another hcp when the first episode happened and was given antibiotics and it was ruled an infection. The infection was then ruled out and the dermatologist then diagnosed the patient with an allergic reaction. The patient was treated with topical cream and steroids and the problem resolved each time. The cause of the event was not determined and it was unknown if it was device related. No troubleshooting was done and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v207484, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).